Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parents reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose value was below 40 mg/dl at the time of incident and current blood glucose was 61 mg/dl. Customer reported that insulin pump did not alert on him when it reached low limit, it alerted once when it reached below 40 mg/dl and it alerts him every 30 minutes. Customer stated that something was not right with his insulin pump it only shows the sensor glucose value and nothing else. Customer stated that he did something with his insulin pump and now the sensor glucose was rising but he saw no arrow on the screen. Customer's main concern was that it didn't alarm him when his sensor glucose was below the limit which is 65 mg/dl. The devices will not be returned for analysis.